Event description:
It was reported that the pt's rejuvenate hemi hip (left) was revised due to pain. Surgeon replaced with an exeter total hip. Surgeon wants it stated that "upon entering the capsule, surgeon found a pseudo tumor in the capsule and suctioned off 150cc of fluid. The short rotators were necrotic and brown to the point of spreading towards the lesser trochanter." Original surgery on (B)(6) 2012 was done for a hip fracture of pt's left hip. Surgeon also said that there were black markings on neck where the neck enters the head. Pt will be seeking legal representation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as the pt is sending the received devices to independent lab for testing. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR #2249697-2012-02059.